Manufacturer narrative:
Nail lot number 190513-19 was received for visual and functional testing. Visual inspection of the received nail confirmed the reported issue of the nail being broken. A device history review (DHR) was performed and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment. Functional testing was not performed and the nail functioned as intended for the entire procedure. Based on the information provide, no event had occurred which could have led to the nail breaking. However, based on the information provided, it is possible that the nail broke due to the stress generated from weight bearing activities. Per the precice stryde instructions for use (IFU) "...the nail cannot withstand the stresses of full weight bearing. Patient should utilize external support and/or restrict activities as directed by the physician until consolidation occurs..."

Manufacturer narrative:
Lot number 9070209aaa was received for visual and functional testing, not lot 190513-19 as stated in the previous report.

Event description:
See corrected information in h10.

Manufacturer narrative:
The device has not been returned as it remains in-situ. Root cause is unable to be determined at this time.

Event description:
Information was received that x-ray images revealed that the nail was broken. As per the surgeon, the nail is broken over the extension so the nail will not be revised. There was no patient injury reported.